Event description:
Additional information received indicates the patient was reoperated on. Patient was implanted with at 23mm transcatheter valve within the existing valve. There were no reported complications. The patient was reported in stable condition.

Manufacturer narrative:
The reported device was not returned as it remains implanted. Without return of the explanted device the reported clinical observation cannot be confirmed and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a valve that requires valve in valve intervention after an implant duration of due to moderate aortic regurgitation after an implant duration of one (1) year, seven (7) months. Intervention has not yet taken place.